Event description:
Clinical study. It was reported that post index procedure, the pt had a target vessel revascularization (tvr). The pt presented to the index procedure with silent ischemia and was referred for cardiac craterization. The target lesion was located in the mid left anterior descending artery (lad) with 90% stenosis, a length of 12 mm and a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation, placement of a 3.0 x 16 mm study stent and post dilatation with 10% residual stenosis. The pt was discharged one day later on protocol doses of aspirin and plavix. On day 1634, the pt was seen for evaluation following a stress test. Per source, "abnormal stress test. Despite the fact that dual isotope imaging was negative, the pt did have very abnormal EKG and has significant symptomatology. Therefore, we will proceed along the lines of diagnostic angiography". About 1648 days post index procedure, the pt was admitted for elective cardiac catheterization. The mid lad was treated with ptca and placement of another manufacturer's 2.75 x 18 mm stent. The proximal lad was treated with ptca and placement of another manufacturers 3.5 x 8mm stent, reducing the stenoses to 0%. The diagonal was treated with ptca and placement of another manufacturer's 2.5 x 13 mm stent with 0% residual stenosis. The pt was discharged one day later on aspirin and plavix. In the opinion of the physician, there is no relationship between the tvr and the taxus stent. However, in july 2007, the clinical events committee has determined there is a possible relationship between the tvr and the taxus stent.

Manufacturer narrative:
A review of the manufacturing record for this particular batch # 4583189 shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause cannot be determined.